Event description:
Customer states the use by date on the comfort curve test strip vial label is 06/30/2009: manufacturer's documentation confirmed the actual use by date to be 12/31/2008. No adverse event reported. Requested return of product, replacement sent.